Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmdg for investigation, the pump strain beams were out of calibration, causing the up occlusion alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump up occlusion alarm did not operate as expected. They stated it failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. [Complaint- (B)(4)].